Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, based on the information provided and without the device to analyze this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This event is filed for irregular steering, which has the potential to cause or contribute to serious injury. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced into the patient anatomy. When the "m" knob was applied, the cds was noted to dive drastically anteriorly. Per physician report, the device seemed to have a lot of stored torque. The device was pulled back into the left atrium and all knobs were reset to neutral. The cds was then re-advanced into the left atrium and was steered using the "p" knob. The clip was implanted without difficulty and the mitral regurgitation (mr) was reduced from grade 4 to grade 2+. A second clip was implanted and the mr was reduced from grade 2+ to 1. There was no adverse patient sequela or a clinically significant delay in procedure and no additional information provided.